Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 377745, lot# v001224, product type: lead. Product ID: 377745, lot# v001224, product type: lead. Product ID: 3708160, serial# (B)(4), product type: extension. Product ID: 3708160, serial# (B)(4), product type: extension. (B)(4).

Event description:
No additional information received about this event. It was noted that the healthcare professional (hcp) left private practice in 2008 and had not seen the patient since then. It was stated that another hcp "must have explanted the device" in 2013.

Event description:
It was reported that a patient had an issue in 2007 when a ¿component began to come out of¿ her back. It was stated that the event involved a ¿bad pain¿ in her back that felt like burning. It was stated that at the time the problem was resolved with surgery. It was stated that a manufacturer¿s representative was made aware of that issue at the time.